Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt connector stuck) has been confirmed. Upon investigation the trunk cable connector was stuck in the monitor receptacle. The root cause for the damaged connector was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt connector stuck) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure and missing. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's belt connector was stuck.